Event description:
It was reported that a signal loss occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient uses smart device and receiver. The patient is blind and she relies only on smart device with siri function. As the patient experienced a signal loss on the phone, she couldn't know that her cgm values were low, which led her to experience hypoglycemia. The patient started to feel unwell, disoriented, felt like was about to collapse, so she called her neighbor. The neighbor checked the receiver and the cgm reading was low. The receiver had no signal loss, only smart device had signal loss. They called paramedics. The patient was unconscious when paramedics arrived, they treated the patient with IV glucose. After the treatment the patient regained consciousness and at the time of the report he was normal. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. Date of event is an approximation. On 05/28/2025, it was reported that the patient uses smart device and receiver. The patient is blind and she relies only on smart device with siri function. As the patient experienced a signal loss on the phone, she couldn't know that her cgm values were low, which led her to experience hypoglycemia. The patient started to feel unwell, disoriented, felt like was about to collapse, so she called her neighbor. The neighbor checked the receiver and the cgm reading was low. The receiver had no signal loss, only smart device had signal loss. They called paramedics. The patient was unconscious when paramedics arrived, they treated the patient with IV glucose. After the treatment the patient regained consciousness and at the time of the report, he was normal. It was determined that loss of connection was related to the mobile application. Performance data was reviewed. The root cause of the signal loss could not be determined. No additional patient or event information is available.